Event description:
Potential for injury associated with a solara3g manual wheelchair with both front caster fork assemblies bent in. This event is likely to cause instability of the product and potential for a falling injury.